Event description:
It is reported that there are an unk number of hip component corrosion cases that have occurred with an unk number of pts.

Manufacturer narrative:
Eval summary: neither operative notes nor x-rays for the pts were returned for review. Surgery dates and pt info is unavailable. Product compatibility of the constructs is unk. With the info provided, a definitive root cause cannot be stated. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.